Manufacturer narrative:
A field service engineer evaluated the analyzer and did not confirm a fluid leak but found the sweep flow line tubing disconnected from the red blood cell (rbc) aperture housing, causing air (bubbles) to be drawn into the rbc vacuum isolator chamber. The event was resolved by replacing the tubing. (B)(6).

Event description:
A customer reported a contained leak from a coulter lh 500 hematology analyzer of about 5 ml of coulter clenz reagent while running a shutdown. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat when the leak was found, and there was no exposure to open wounds or mucous membranes. Erroneous patient results were not generated in connection with the event.